Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require medical intervention. During the call, it was revealed that the consumer's blood glucose meter was not properly coded to the test strips and the consumer does not control solution test their test strips before use as instructed in our directions for use. Education took place at the time of call. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant finding be a result of that investigation, a follow-up report will be filed.